Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 error accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer had no symptoms at the time of the call. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a blood test was performed fasting by the customer and produced test results of 114mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer states that yesterday she was having some symptoms of low blood sugar and tried to use the meter and she would get the e-0 errors. Customer is feeling fine at this time and is not having any symptoms regarding her diabetes. Customer states that she was having symptoms of low blood sugar she was sweating. She had something to eat and felt better, but then she started having convulsion. Customer states that she decided to go to the hospital because of the convulsion. Customer just got the meter yesterday and is unable to get a blood result. Customer states that two hours after eating she was at the hospital and they ran a blood results and got 202mg/dl. Customer states that the hospital ran several blood test and was unable to find out what was wrong with her, no new medication was given to her. Customer states that she has weak kidneys, but she is not taking any medication for it. Customer is only taking humalog and tresiba for her diabetes.